Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of approximately 30 mg/dl to 50 mg/dl. Reportedly, customer's basal rate settings were too high for customer's insulin needs. Subsequently, the customer was hospitalized. No information was provided regarding treatment received. Reportedly, the customer was released the following day. Customer updated pump settings after consulting with healthcare professional. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.